Event description:
A (B)(6) male who underwent coronary bypass grafting 8 weeks previous. Complaints of wire protruding causing him great amount of discomfort. Taken to surgery on (B)(6) 2011 where sternal wires were removed. Pt tolerated surgery well.